Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the patient reported a break in aseptic technique by patient, described as patient did not wear a mask/careless. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report by a consumer with supplemental information provided by a nurse in the USA of patient did not wear a mask/careless and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2, 2.5%, ambuflex therapy. On an unreported date in 2012, the patient began treatment with dianeal pd2, 2.5%, ambuflex therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported by the home patient (hp). On an unreported date, the hp stated she was 'careless and did not wear a mask which caused peritonitis.' The hp stated she experienced the peritonitis on (B)(6) 2012, she was hospitalized for the event. Treatment was not reported. Concomitant therapy was not reported. On (B)(6) 2013, the hp stated she was discharged from the hospital and on an unreported date had recovered from the peritonitis. On the same date as initial call, baxter customer service followed up with the pd nurse (pdn). The pdn declined to provide any information at that time. On (B)(4) 2013, baxter product surveillance (ps) followed up with the pdn. The pdn was unavailable. However, ps spoke with another pdn and received the following additional information. The pdn reported she was new to the clinic, however, she knew of the patient and stated she believes the patient would have been retrained on proper aseptic technique (date not specified). The pdn explained she observes that the nurses at the clinic are constantly working with patients and always re-enforcing proper aseptic procedures, such as always wear a mask when performing therapy. No further information was available.